Event description:
Per the audiologist's report, the electrode array of this pt's device was partially inserted. The pt only used half of the electrodes on the array. A CT scan showed a cholesteatoma in the implanted ear. The tympanic membrane of this ear perforated and fluid was present. The surgeon cleaned the area and excised the cholesteatoma (date unk). The device was left implanted. The pt is now hearing well.